Event description:
Catheter broke off approximately 1 cm below the hub. On (B)(6) 2011, nurse went to make assessment and found hub laying in bed.

Manufacturer narrative:
Results of investigation will be filed in a supplemental report.